Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. There was no reported adverse impact to the customer. The customer indicated that the continuous glucose monitor (cgm) feature on the pump would be turned off. The customer chose to monitor the battery performance after the cgm feature was turned off and declined troubleshooting assistance from tandem technical support.